Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar cautery instrument's tip cracked after removing the rip and sheath. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery was analyzed and found to have a cracked tube adapter. No material appears to be missing. Failure analysis found the secondary failure of bent electrical contact to be related to the customer reported complaint. The instrument was found to have bent electrical contacts at the distal tip. No material appears to be missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.